Manufacturer narrative:
Updated annex c - inv findings desc 1 to (B)(6) - deformation/distortion problem. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d02 - cause traced to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to duplicate the issue and replace the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer encountered repeated m-02 errors on the integrated electrosurgical unit (iesu) or erbe. Despite hard-power-cycling the vision side cart (vsc) and cycling the power on the erbe three times, the issue persisted. As a result, the customer replaced the erbe with a force triad and continued with the procedure. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed, and the issue was confirmed in system logs with an m-02 error. A visual inspection and system testing showed no functional problems, although the erbe log contained m-02 and c-00 errors. The erbe will be sent to the original equipment manufacturer for further analysis. A visual inspection found scratches, chipped paint, and dents on the right side of the unit¿s housing and bezel. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.